Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.50mm x 15mm maverick balloon catheter was advanced for dilatation. However, during inflation, the balloon burst at nominal pressure. The procedure was completed with another of same device. There were no complications reported and the patient was in good condition.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.50mm x 15mm maverick balloon catheter was advanced for dilatation. However, during inflation, the balloon burst at nominal pressure. The procedure was completed with another of same device. There were no complications reported and the patient was in good condition.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2mr balloon catheter. The device was microscopically and visually examined. There was contrast present in the inflation lumen, guidewire lumen, and balloon. The balloon was loosely folded, and the device had tip damage. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. The balloon was able to be inflated to rated burst pressure and maintained pressure as well as deflated with no issues.